Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, which could not be cleared. The customer stated that a battery replacement did not resolve the issue. The customer's blood glucose was 160 mg/dl. She stated that she was unsure whether she had been sitting on the insulin pump or not. She noted that the weather was very humid. She stated that she did not have access to any of her insulin at the time, so her blood glucose rose to 300 mg/dl. She corrected with 2.5 units of insulin and stated that she felt okay, declining troubleshoot assistance for high blood glucose. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No button error alarm. The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.